Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. On the first inflation at approximately 8 atmospheres for 30 seconds, the balloon ruptured and had a pinhole. The device was removed and the procedure completed with a different device. There was no patient injury and the patient condition after the procedure was good.